Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after placing the left ventricular (lv) lead in the vein, the physician had difficulty removing the guidewire and ultimately dislodged the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event. The guidewire was returned to the manufacturer, analyzed, and tested out of specification due to the guidewire being unraveled.